Manufacturer narrative:
This is to correct patient usage to "no patient involvement".

Event description:
Update: this report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device is unable to deliver the defibrillation test. There was no patient involvement.

Manufacturer narrative:
This is to correct type of reported complaint to "product problem".

Event description:
Update: this report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device is unable to deliver the defibrillation test. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the capacitor the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was defective capacitor. The reported problem was confirmed. Health impact code was also revised to match adverse event determination.

Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device displays a failure in the defibrillation test while in use. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.